Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe scale markings are shifted. The following information was provided by the initial reporter: material no. 328512 batch no. 7352772. It was reported that scale markings are shifted. Verbatim: consumer reported that the scale print on his syringes are incorrect, stated that the lines are shifted.

Event description:
It was reported that relion® insulin syringe scale markings are shifted. The following information was provided by the initial reporter: material no.: 328512, batch no.: 7352772. It was reported that scale markings are shifted. Verbatim: consumer reported that the scale print on his syringes are incorrect, stated that the lines are shifted.

Manufacturer narrative:
Investigation: customer returned (16) loose 3/10cc, 8mm syringes. Customer states that the lines are shifted. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 7352772. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200733575, 200733473, 200733474] noted for missing zero lines. There were two (2) notifications [200733506, 200733507] noted for blank barrels. There was one (1) notification [200733478] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.